Manufacturer narrative:
Concomitant products: dtpb2qq ICD, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible diaphragmatic stimulation approximately one day post implant of a left ventricular (lv) lead. The lv lead was reprogrammed to stop the diaphragmatic stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.